Event description:
It was reported the catheter had a kink. As a result, the pump and catheter were replaced. The medication being delivered via the device system was not reported. For information about events following the replacement, refer to MFR report # 3004209178201007821. Additional information has been requested, a follow-up report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4). Reason for late MDR due to implementation of process improvement.